Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to acute respiratory failure. The caller stated that he was out of town when she passed. The caller stated that she had a low blood glucose, and was found the next day. The glucose meter reading was 40 mg/dl when she was found. The customer stated that she normally would've been able to treat her blood glucose, but something must've prevented her from treating this time. The caller did not know where the insulin pump was, but stated he would look for it. Nothing further was reported.